Event description:
Customer reportedly obtained a result of 78mg/dl on the paramedic's device and 446mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.